Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was connected to a water bag to test for leaks. Results: the chamber filled up until the water was stopped by the primary float as intended. A slow leak was observed between the patient end and of the feedset and the chamber dome. A lot check revealed no other complaints of this nature for this product. Conclusion: the root cause of the problem is due to water leakage from the glue seal between the connection of the feedset and the dome. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. It is possible that the glue had come apart during storage at the customer's facility. The user instructions which accompany the mr290 chamber state: "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that there was water leakage between the connection of the water feed tube and the chamber inlet of an mr290 autofeed humidification chamber. This was found prior to patient use.